Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: 5004041. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. The patient underwent a lead replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. The patient underwent a lead replacement procedure. Additional information has been received that patient was doing well postoperatively. Explanted device was not returned.